Manufacturer narrative:
Continuation of medical devices: 529688 lead implanted (B)(6) 2015; 6940-52 lead implanted (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited elevated sensing integrity counter (sic), high impedance, undefined impedance, high rate non-sustained episodes, and was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.